Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that patient experienced anxiety because the inflatable penile prosthesis (ipp) no longer worked as expected and was unable to have intercourse. All components were removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the hazard analysis. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient experienced anxiety because the inflatable penile prosthesis (ipp) no longer worked as expected and was unable to have intercourse. All components were removed and replaced. There were no further patient complications reported.